Manufacturer narrative:
(B)(4). Unit passed displacement test and selftest. No pump error 25 noted during testing or in pump history files. However, unit received with unexpected battery power loss and had high sleep and active currents, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.